Manufacturer narrative:
Evaluation anticipated, but not yet begun.

Event description:
During the set up for a cardiopulmonary bypass procedure, the pump system displayed "battery needs service" message . There were no reported consequences to the patient as a result of this event.